Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device passed full functional testing without duplicating the report. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "internal error occurred - system reset required" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.